Event description:
Currently use the ilet insulin pump by beta bionics, I have used for approximately 2+ year and am on replacement pump number 4. The company has a manufacturer defect in which the screen of the pump that is the only way to control the pump falls off. This current pump is roughly 2 months old and the pump is now in 2 pieces unable to be used. The company states they are aware of the issue and this a know issue that affects and unknown number of pumps. The company does replace and take the old pump back to "investigate" however after 2 years there has been no improvement in their product causing insulin therapy to stop and the need to switch to a less effective method of therapy. Pt code: 4582. Device codes: 2907, 2975. Ref reports: mw5185556, mw5185558, mw5185559.